Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The network connector and the right door switch were replaced. The left door switch was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system was having vague issues, including the user getting "unable to connect to gain connection path," the blue light for the grid was not indicating "ap/lateral" (not matching), and the ethernet cable could not be removed out of the back of the machine. No patient present.